Event description:
Patient was revised due to fractured locking ring.

Manufacturer narrative:
Examination of the returned product confirms the reported fracture. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution in january of 2004. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.